Event description:
It was reported that during end of work inspection , the cardiosave intra-aortic balloon pump (iabp) unit did not pass safety disk test at the end of treatment. There was no patient involved.

Event description:
It was reported that during end of work inspection , the cardiosave intra-aortic balloon pump (iabp) unit did not pass safety disk test at the end of treatment. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) confirmed the safety disk leak test was out of range and that the safety disk was faulty. The fse replaced the safety disk. The unit passed all functional and safety tests and the equipment is in good working condition.